Event description:
It was reported that pre-operatively, the catheter needle was blocked and it was not possible to flush it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the analyst noted that the needle tip-end was blocked with blue foreign material, and the needle could not be flushed. When the material was removed, the needle could easily pass liquid. Chemical analysis of the material was consistent in composition and appearance with the blue wrap used as a sterile barrier during surgical procedures.

Event description:
It was reported that pre-operatively, the catheter needle was blocked and it was not possible to flush it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.